Event description:
While using a byte night aligners, patient reported that their aligners cutting their gums and causing pain and sensitivity. They also now have two lose teeth. Requested additional information to evaluate.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.